Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Clinical symptoms code: appropriate term/code not available (e2402) used to capture blood heavy metal increased.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. In addition to what were previously alleged, ppf alleges pseudotumor, abductor muscle repair and elevated metal ions. After review of medical records patient experiences difficulty performing activities of daily living. X-rays reveal some mild osteophytic change with preservation of joint space. Added stem to capture new allegation, law firm, part, lot, manufacture date,regstat codes (cup and stem), updated patient initials. Doi: (B)(6) 2005, dor: (B)(6) 2013, (right hip).